Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the ventilator's touchscreen was unresponsive and frozen. The touchscreen was replaced and the operational verification procedure (ovp) was performed. The reported issue was resolved and the device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that the vela ventilator's touch screen was "frozen". There was no patient involvement associated with the reported event.